Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon catheter froze on a guide wire. The 75% to 80% stenosed lesion was located in the moderately calcified distal right coronary artery (rca). Vascular access was obtained through the femoral artery. The voyager balloon catheter was advanced to the lesion over a forte guide wire. The guide was removed and contrast injected to confirm the location. The physician reinserted the guide wire and after the inflation of the balloon, he attempted to remove the balloon catheter while leaving the wire in place, bu the balloon catheter froze on a forte guide wire and excessive amount of force was used to separate and remove the guide wire from the balloon catheter. A different batch forte guide wire was used to complete the procedure with the same voyager balloon catheter. The procedure was successfully completed by stenting with a non-specified taxus stent. No further patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
(B)(4).